Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece were received for analysis. Product code vcp339h. During the visual inspection of the detached needle, the swage area was noted with marks probably caused by a surgical instrument. The barrel hole was examined under magnification for suture remnant, and none was observed. The received suture was inspected, and the extremes were noted to be cut probably caused by a surgical instrument. Also, body fluids were noted along the suture piece. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: attached "addt info" file, since attempted to confirm with reporter about the number of events/products involved: q: can you support confirming that the reported problem happened with 2 sutures? The photograph shows 4 disassembled needles. A: the doctor reported that this happened with several sutures, but only reported 2 samples of the ones used, the others were discarded. If additional clarification is received, the record will be updated. Q:"do you know if it happened with several sutures in different surgical procedures?" A: "it happened with several sutures in the same event, of which only 2 samples were reported (which are the ones we have physically to send), the others were discarded by the doctor." Additional information was requested, and the following was obtained: what was the procedure called? Plastic surgery what was the date of the procedure? On (B)(6) 2024. What is the lot number? Au2627 device return status: poor condition, non-compliant when was the needle detached or removed from the suture (in the package, during removal of the package, during manipulation prior to use on the patient, or during use on the patient)? During. What was used to complete the procedure? Another suture, from another box. Please clarify the number of sutures involved in the event and how many will be returned. 2 sutures. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2024 and suture was used. During the procedure, the thread detached from the needle. It disassembled. There were no adverse patient consequences reported. Additional information was requested.